Event description:
MFR's account manager reported that during pump installation on the nursing floor, the door sear fell off in his hand. This was an out of box failure. The pump has never been used on a pt.

Manufacturer narrative:
Manufacturer's report date 4/23/1998. The instrument was returned and evaluated. The channel a door sear was missing, it was not returned with the instrument. The sear spring was still attached to the channel a door. Engineering installed a disposable with its flo-stop slide clamp closed in channel a, closed the door and started an infusion. The channel operated normally without the sear; if the door was opened, the instrument alarmed "flo-stop open/close door" on channel a. Engineering verified the reported complaint. The pump performed as designed in alerting the user that the installed disposable slide clamp was open with the channel a door open. Engineering determined that the affected sear may have been damaged during assembly to the door, and the appropriate line personnel have been notified and retrained.